Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: USA. It was reported that the thread broke during surgery.

Manufacturer narrative:
Samples received: none. Analysis and results: the user is not sure of the reference involved in the case. The batch involved is 117144 and there are two possible monomend max 3/0 references with that batch. There are no previous complaints of any of the two possible reference-batches. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing records of the two possible products and both had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Knot pull tensile strength results before releasing the product 100523593-117144 were 2.28 kgf in average and 2.12 kgf in minimum and fulfilled ep requirements: 1.81 kgf in average and 0.91 kgf in minimum and usp requirements: 1.77 in average. Knot pull tensile strength results before releasing the product 100523585-117144 were 2.18 kgf in average and 2.08 kgf in minimum and fulfilled ep requirements; 1.81 kgf in average and 0.91 kgf in minimum and usp requirements: 1.77 in average. Taking into account that no other customer complaints have been received concerning this issue the complaint is considered not confirmed by lack of evidence of the product failure. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.